Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. He had undergone open surgeries for other preexisting conditions before, which prevented him from undergoing the open abdominal surgery for aaa. The pt's anatomical form was not suitable for the procedure; there was circumferential mural thrombus at the proximal neck part. The final confirmatory angiography showed a proximal type I endoleak. Another manufacturer's xl stent was placed at the proximal site, then the endoleak was solved. The final confirmatory angiography showed a type iii endoleak at the left junction part. Kissing ballooning technique was performed with atb and synergy balloons. Then, the endoleak was solved. (1820334-2011-00180). There has been no pt's outcome provided after the operation.

Manufacturer narrative:
No pt injury was reported. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. In addition, the IFU's for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, patient sizing, proper amount of overlap between components, patient follow-up guidelines, etc. The IFU states that circumferential thrombus and/or calcification at the arterial implantation sites may affect successful exclusion of the aneurysm. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Without imaging or additional info, we are unable to comment on the pt's suitability for evar. By report, the pt was not suitable for evar due to anatomical exclusion. Pt anatomy and circumferential thrombus at the proximal sealing zone likely resulted in the reported endoleak. The endoleak was resolved after placement of another manufacturer's stent. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.